Event description:
The pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device while removing the cartridge. She stated that a small amount of insulin leaked from the insulin cartridge into the cartridge compartment of the infusion device. The pt was instructed how to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.